Manufacturer narrative:
The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. After the evaluation was noticed that the lot number informed does not correspond to the item received. Therefore, the lot number was not considered.

Event description:
(B)(4). The dentist reported that 1 month and 16 days after the dental implant was installed in intraoral region 22#, its non- osseointegration was observed. Moreover, the patient presented insufficient bone quality/quantity (bone type IV).

Manufacturer narrative:
Lot number was not verified by the crm system because its an old numberand there are no records for data collect. The information provided inthis report was based on information given by the dentist in neodent¿sproducts warranty form that was recorded in the system and is used byboth the manufacturer and the subsidiary. The original complaint and theproduct were received by the subsidiary and did not arrive in themanufacturer yet. When this happens, a new evaluation of the complaintwill be carried out and, if necessary, a new follow-up report will besend.

Event description:
(B)(4) - the dentist reported that 1 month and 16 days after the dental implant was installed in intraoral region 22#, its non- osseointegration was observed. Moreover, the patient presented insufficient bone quality/quantity (bone type IV).